Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Device episodes indicated last transmission date as (B)(6)2024. Patient was likely not wearing the wcd system at the time of the death on (B)(6)2024. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Customer care spoke with the patient's caregiver who reported that the patient passed away at home on (B)(6) 2024 due to "patient's heart not working ". Not sure if the patient was wearing the wcd system. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.